Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. During troubleshooting with tandem technical support it was discovered that the customer was using fiasp insulin. Tandem clinical support informed customer that fiasp is off-label per the user guide. The off-label usage led to a blockage in the cartridge. The customer changed the pump supplies as necessary and resumed insulin therapy.